Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; a leak was identified in the pump bulb consistent with sharp instrument/needle damage. Product analysis confirmed the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of unintended use error caused or contributed to event was chosen because the reported hole was confirmed, and the most probable cause for the perforation was identified to be unintentional error. Based on the results of this investigation, no escalation is required. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 0115884002 found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) preconnect component due to unspecified reasons. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) preconnect component due to unspecified reasons. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) preconnect component due to unspecified reasons. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the patient underwent a revision procedure due to a hole in the pump. There was fluid loss due to the hole, and the patient presented inflation issues to the physician since (B)(6) 2018. The patient recovered following the procedure and a patient outcome of stable was reported.